Manufacturer narrative:
An event regarding wear of a bushing involving an hmrs fixed hinged knee bearing was reported. The event was confirmed. Method & results:-device evaluation and results: circumferential lines were visible on both the external and internal surfaces of the bearing, indicative of abrasive wear which is a known damage mode in explanted devices of this material. Otherwise, the bearing surfaces remained intact. The damage observed on the returned component was consistent with in vivo use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined.-medical records received and evaluation: not perfomed as no medical records were provided.-device history review: not performed as no lot code was provided.-complaint history review: not performed as no lot code was provided.conclusions: the mar indicated that damage observed on the returned component was consistent with in vivo use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2015. Primary surgery date is (B)(6) 2001.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2015. Primary surgery date is (B)(6) 2001.